Event description:
It was reported by service report that the bed had no power, and the main power plug was pulled out. It is unknown if there was pt involvement or adverse consequence's to report.

Manufacturer narrative:
Result: power cord unplugged from plug under the litter.